Manufacturer narrative:
(B)(4). Results: (target lesion exhibited severe calcification, moderate tortuosity and 80% stenosis); (use of force); (failure to deliver the stent, stent embolism). Conclusions: (target lesion exhibited severe calcification, moderate tortuosity and 80% stenosis); (use of force). Evaluation summary: the stent was not present on the returned delivery system. The distal tip was damaged. Crimp impressions were evident along the balloon. The balloon had not been inflated. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product - (B)(4).

Event description:
The physician intended to implant a 2.5 mm diameter x 24 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the mid lad. The target lesion exhibited severe calcification, moderate tortuosity and 80% stenosis. There was a previously deployed stent at the lesion site intended for treatment. Resistance was encountered while loading the device onto the guidewire and force was used in the attempt to advance the device to the target lesion. The device did not reach the target lesion and was removed from the pt. Difficulties were experiencing during removal of the device after failing to deploy the stent. The stent had been handled directly during preparation of the device. No clinical sequelae were reported. The device was returned to the manufacturing facility and the stent was not present on the stent delivery system.